Event description:
Reportedly, the device was used and made the tones that indicate it is working, but it did not create a seal properly. A similar device was used to complete the procedure and there were no reported adverse affects to the pt.